Event description:
The physician used an 8 fr terumo introducer sheath for vascular access and an acs whisper guidewire and a 7 fr mach1 guide catheter to cross the lesion. Viva 20/1.5 mm balloon ruptured at 12 atms on the second inflation (rather than 8 atms as originally reported.) The number of atms reached on the initial inflation was 6 atms.) The pt was asymptomatic during this event. The viva 20/1.5 mm balloon was removed and replaced with another balloon to successfully complete the procedure.

Event description:
It was reported that during a ptca treatment procedure, the viva 20/1.5 mm balloon ruptured at 8 atms. The lesion being treated was a calcified, 99% stenotic lesion in the proximal lad coronary artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.